Event description:
While using the holmium laser to laser a ureteral stone, the laser fiber broke in half outside of the patient. The event was noted immediately; the laser was turned off and the fiber was removed from the patient. All of the pieces were intact and there was no injury to the patient.